Event description:
It was reported that "pt complained of pain to dr. The dr states cup is loose. Cup to be revision act this is the second revision, so this is the revision cup used for first revision."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Should device become available, the evaluation summary will be submitted in a supplemental report.